Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. System check was started with tandem technical support (tts), however, customer declined to complete the check. The customer changed the pump supplies and resumed insulin therapy.